Event description:
It was reported that bd syringe plastipak 20ml ll s/su air enters the syringe preventing complete fill. The following information was provided by the initial reporter: "when performing the venipuncture with the 20 ml and 5 ml bd syringe, air enters the syringe, so we cannot fill the syringe completely".

Manufacturer narrative:
Corrrection b5: describe event or problem: it was reported that bd syringe plastipak 20ml ll s/su air enters the syringe preventing complete fill. The following information was provided by the initial reporter: "when performing the venipuncture with the 20 ml and 5 ml bd syringe, air enters the syringe, so we cannot fill the syringe completely" h6: investigation summary photos received for investigation, upon visual inspection the failure described by the customer cannot be observed, physical samples are necessary to further analyze. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that bd syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter: "when performing the venipuncture with the 20 ml and 5 ml bd syringe, air enters the syringe, so we cannot fill the syringe completely".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.